Event description:
A facility representative reported that during surgery, they noticed a defective lens (misfire). Additional information has been requested and received stating that the lens did not fold properly in the delivery system, also stated it as misfolded haptic. There was no patient contact. Procedure completed on the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).